Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located a tortuous proximal to mid left anterior descending (lad) artery. A 3.00x32mm promus element ¿ (pe) stent was introduced but was unable to cross the target lesion due to the tortuous vessel. A 3.00x28mm promus element ¿ stent was then introduced, properly positioned, and deployed to treat the target lesion. The stent jailed the targeted diagonal for which the physician had planned to treat compromised flow with balloon angioplasty (poba) . A non bsc guide wire was used in lad across the deployed stent while another wire was introduced in lad with the intention of negotiating through the deployed stent and then passing it into the diagonal. Due to the torturous nature of the vessel, the wire developed a bias and contacted the proximal edge of the deployed pe resulting in distal edge deformation. The deformation was treated with deployment of a non-bsc stent to cover the deformed section with good result. No patient complications were reported and the patient's status is stable.